Event description:
Regarding pedicle screws in rptr's spine, he has sharp pain in the middle of his spine, also something moving, a stabbing in his middle spine, and pain shooting down both legs. At times it is as if his back locks up, causing him to fall. He cannot get anyone to remove them.